Event description:
It was reported that the patient¿s ipg was nearing end of life. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information received, a battery longevity calculation shows that the device had normal battery depletion at the time of event. Hence, this event no longer meets the reportability criteria.